Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and that an o-ring was on the pneumatic tap. Customer reverted to an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue was verified, but the cartridge damaged issue could not be verified, due to no cartridge returned. The information will be used for tracking and trending purposes.